Manufacturer narrative:
The 23mm sapien 3 ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3 ultra and the procedural training manual were reviewed for instructions. The procedural training manual provides guidance on valve nominal areas. Borderline annulus size determination may require either a smaller or larger thv. Patient screening considerations for the smaller thv size: severe annular calcification, narrow root and low coronary ostia, narrow sinotubular junction narrow lvot, porcelain aorta and bulky leaflet and low coronary ostia. Patient anatomical factors and risks associated with undersizing, and oversizing should be considered during thv size selection. It may not always be possible to implant the larger thv size in borderline cases. The smaller thv size is recommended for borderline cases in special situations. In addition, the procedural training manual provides guidance on post-deployment thv assessment. Assess the thv post-deployment using fluoroscopy. Withdraw the delivery system from the valve before assessing, perform post angiogram with wire still in lv to assess. Thv position and complete expansion, patency of coronary arteries, functional assessment of valve (ar, pvl, etc.) And annular and aortic integrity. Rao projection provides the best view of the lv (no overlap with aorta). Stiff wire tends to exacerbate central ar, target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular), anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening/inflation volume should also be considered when initially positioning the thv, waiting 5 to 10 minutes may help in assessing final pvl and prior to patient discharge assess the thv post deployment: long axis, check for severity of ar, check thv position relative to coronary arteries and short axis. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for increased gradients was unable to be confirmed since relevant imagery was not provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'most recent gradient was shown to be peak to peak to be 50mmhg via tte. Patient was brought back to cath lab and an invasive gradient was performed showing to be 35mmhg.' An elevated gradient may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Further noted that the size 23mm was selected for valve-in-valve, which was bigger than the 20mm (first valve). And the deployed valve (23mm) was post-dilated with a 22mm true balloon resulting in the gradient improvement from 35mmhg to 5mmhg. In this case, the first valve could be selected smaller to compensate patient anatomy conditions (calcification). Due to the undersized valve, the disturb blood flew across the valve over the time, which could lead to valve early degeneration and increase gradient as reported. In this case, available information suggests that patient factors (anatomy condition) and/or procedural factors (thv undersized) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 20mm sapien 3 ultra valve was implanted in the aortic position by the transfemoral approach. Approximately 5 months post implant, the peak gradient measured 50mmhg on tte. The patient was taken to the cath lab and an invasive gradient was performed. The gradient measured 35mmhg. The decision was made to implant a second valve during a valve in valve (viv) procedure. A 23mm sapien 3 ultra valve was implanted in the existing valve, followed by a post dilation of the valves with a non-edwards balloon. The post procedure gradient measured 5mmhg.